Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that a placement issue was noted on the right ventricular (rv) lead post operatively. The patient also stated the implantable pulse generator (ipg) "wasn't working". The lead was explanted and replaced and the ipg remains in use. No patient complications have been reported as a result of this event.